Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level of over 600 mg/dl with moderate ketones and also had vomiting. Customer delivered a correction bolus via the pump and a manual injection. Cause for high bg was unknown, however, pump basal rates were adjusted to address the issue. Recommendation was made to consult with healthcare provider regarding diabetes management.